Event description:
Reportedly, after numerous attempts, the anvil could not be mated to the trocar. The anvil was removed from the gastric pouch via enlarged incision. The gastric pouch was closed by a firing of the endo gia universal 60-3.5. The terminal end of the roux limb was transected and a 6cm specimen removed. The procedure was completed using the traditional method of oral anvil delivery with an eea25. No pt injury. Procedure: lap gastric bypass.